Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
An angio-seal vip vascular closure device was used in an area with scar tissue in the rcfa. Prior to the procedure, pedal pulses were noted as weak and poor capillary refill was noticed. The angio-seal vip was deployed and the compaction marker seen. Compaction was held for 10 seconds, but hemostasis was not achieved. Manual compression was then held for one hour but hemostasis was not achieved. A femostop gold was then used. The femostop gold was initially inflated to super systolic for three minutes. The femostop gold was then reduced to mean arterial pressure (134mmhg) for 13 minutes. During this time, the patient's leg became blue and the pressure was then reduced to 30mmhg. Bleeding recurred at this pressure and the femostop gold was then inflated to 54mmhg. Bleeding was controlled. The femostop gold was held at 54mmhg for an additional 60 minutes. The femostop gold was removed later that evening and hemostasis was achieved.